Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. There was a kinked cannula observed after three hours of support. The kink was restricting flow and despite efforts to advance and twist the cannula, the issue was not resolved and the device was explanted. The device was replaced with another device, not another impella. There was no patient harm. The patient was noted to be stable.

Manufacturer narrative:
The investigation of product damage (cannula kink) has been completed. Pump was returned for investigation. There was a cannula kink observed near the outlet of the pump. There is no clinical information provided about the reason of the kink. Therefore, the root cause of the product damage issue was a kinked cannula but the reason of the kink is unknown. Pump was investigated and there was a cannula kink observed near the outlet of the pump. Data logs were not returned. Clinical information provided is very limited and states kink observed that was restricting flow. Therefore, the root cause of the low pump flow issue was likely a kinked cannula but the reason of the kink is unknown.